Event description:
The article, "redo mitral valve replacement for prosthetic valve endocarditis in a patient with end stage colon cancer:report of a case", was reviewed. The article presented a case study of a 69-year-old male patient with a history of endocarditis and cancer with multiple liver metastases. It was reported that on an unknown date, a 27mm epic mitral valve was implanted and the patient was on oral antibiotic therapy for 6 months post-procedure. It was then reported one year post-procedure, the size of multiple liver metastases increased despite oral anticancer drugs administration. A decision was made to implant a central venous access port (cv port) for intravenous chemotherapy. However, the cv port was removed one month later due to device infection caused by multiple drug resistant staphyrococcus lugdunensis and the patient subsequently developed prosthetic valve endocarditis and valve stenosis. It was also reported the patient experienced progressive dyspnea and uncontrollable fever. A decision was made to performed redo-mitral valve replacement procedure. The 27mm epic mitral valve was replaced with a 25mm medtronic mosaic valve. [The primary author was taichi kondo, department of cardiac surgery, saitama prefecture cardiovascular and respiratory center, kumagaya, japan].

Manufacturer narrative:
As reported in a research article, redo mitral valve replacement for prosthetic valve endocarditis in a patient with end stage colon cancer:report of a case. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the information available abbott cannot further speculate on why the reported event occurred. B3: event date is estimated. The UDI number is not known as the part and lot number were not provided. Literature attachment: article title: redo mitral valve replacement for prosthetic valve endocarditis in a patient with end stage colon cancer: report of a case.